Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) for an supraventricular tachycardia (svt). No patient symptoms were reported. No further information is available.